Manufacturer narrative:
It was reported by customer that they have leakage at the filter vent port. Eighteen samples of item number mz9270, lot number 23129221 and eleven samples of item mz9270, lot number 22119145 were submitted for quality investigation. Three of the samples of lot number 23129221 were previously opened and used. Investigation of the samples submitted indicate that two of the samples showed signs of occlusion. One opened/used sample of lot number 23129221 showed signs of occlusion through the line with the in-line filter causing fluid to leak out of the filter vent. One unopened/unused sample of lot number 22119145 showed signs of occlusion though the line with the in-line filter. Further investigation of lot number 22119145, under magnification, indicates that there is an excess of solvent at the tubing to filter inlet port creating the occlusion. The investigation was forwarded to the manufacturing facility to determine the root cause for the excess solvent. During the investigation it was determined that the possible root cause was that the solvent dispenser was malfunctioning and/or the dispenser was not used correctly, causing for an excess amount of solvent to be applied and causing the occlusion. The reported issues were addressed in corrective actions that replaced the solvent dispenser and a quality alert to the assembly staff to avoid this issue in future production. Further evaluation of the sample with lot number 23129221 indicates that the medication used may have cause the occlusion in the filter line. The sample would not allow fluid to travel through the infusion line and a visible leak had formed around the vent of the in-line filter of the extension set. Under magnification, occlusions due to excess solvent were not identified, however, it appears that there is dry medication in the filter that is possible causing it to occlude and leak out of the vent. The probable root cause of the leakage at the filter vent is possibly due to a clogged filter. Medications can create an occlusion in the extension set filter causing it to leak at its vent. When administering different nutrients through filtered sets, sets must be switched in shorter intervals than those of regular soluble medications/saline solutions. The filter is occluding because it is doing its job and filtering out particulates, and when it gets full the functionality can be diminished. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review for model mz9270 lot number 22119145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz9270 lot number 23129221 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) was leaking the following information was received by the initial reporter with the following verbatim: reported issue: "leakage at the filter vent port on all the trifuse and bifuse we have. The nurses are rigging the trifuse to bypass the line with the filter with a micropore filter line. I understand that leakage could be possible if there is an occlusion, but this is happening on fully patent pivs also. "

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D4. Medical device lot #: 22119145. D4. Medical device expiration date: 10,nov.2025. H4. Device manufacture date: 07,nov.2022. D4. Medical device lot #: 23129221. D4. Medical device expiration date: 13,dec.2026. H4. Device manufacture date 13,dec. 2023. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.